Event description:
According to the literature case presentation, a 58-year-old male with severe tracheal stenosis underwent focal incisions with needle-knife electrocautery and subsequent balloon dilations to achieve patency. Due to pronounced tissue inflammation and the high likelihood of restenosis, a percutaneous tracheostomy was performed with an 8.5-cuffed tube. After tracheostomy, the patient developed tracheitis, bleeding, and silent aspiration, which were managed with antibiotics. Article: tailored airway solutions: a novel approach using custom t tubes in complex tracheal stenosis author: laith a. Ayasa, md., marta diez-ferrer, md., mujtaba mubashir, md. Year: 2025 publication: elsevier inc. On behalf of the american association for thoracic surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.